Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A theatre technician reported that an a1059 mayfield modified skull and an a2101 mayfield ultra base unit along with doro skull pins were used for a craniotomy procedure for excision of arteriovenous malformation to a (B)(6) year old female patient on (B)(6) 2020. The patient's head slipped that led to a skin tear of approximately 10cm in length which was stapled closed. The surgery continued using the same mayfield. There was no known surgery delay. The theatre technician indicated that he was informed the incident was due to use error.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The device was returned for evaluation. Device history record (DHR) - no record found for serial number (B)(6). Failure analysis - the functional testing could not duplicate the reported condition. Worn components will be replaced with new parts and general cleaning and maintenance required at this moment. The reported complaint was not confirmed from the evaluation. The observed condition is likely caused by wear and tear / improperly handling of the device. The definite root cause cannot be reliably determined.